Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast reconstruction primary with an unknown mentor tissue expander breast prosthesis experienced left sided deflation post procedure. The physical examination confirmed the issue. As a result, patient underwent unilateral replacement with cat#:3509216, sn: (B)(4) on (B)(6) 2021.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Documents received with the device showed the device lot number as 9425961, and cat#: 3509216. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: during the visual evaluation of the tissue expander, a tear was identified at the 7 o¿clock position. When evaluated under a microscope, the tear pattern did not reveal parallel striations that are consistent with markings made by a sharp instrument. The results also confirmed that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. Therefore, we were unable to identify the root cause of this tear. We would like to assure you that mentor adheres to the highest standards of quality. Our quality assurance process is robust for every product we make and requires that each mentor product undergoes a stringent visual inspection and rigorous testing prior to shipment. In addition, we maintain a comprehensive quality assurance system that complies with the food and drug administration's (FDA) good manufacturing practice regulations. Prior to shipping, our devices are checked to ensure that they satisfy these standards in accordance with these processes. We also closely and continually monitor and review the clinical performance and real-world evidence for all our products through clinical studies, registries, and post-market surveillance activities. Manufacturer¿s reference number: (B)(4).